Event description:
It was reported that the procedure was to treat the distal sfa popiteal (off label use). As the stent was being deployed, about 1/5 of the stent was deployed and the retraction sheath would not retract any further. Therefore, the stent could not be completely deployed. An attempt was made to pull the stent delivery system (sds): however, the stent would not deploy. The handle was taken apart in an attempt to manually retract the sheath with minimal progress. The distal portion of the stent implant broke off from the main body of the stent and remained in the sfa popiteal. The sds was removed from the patient and the rest of the stent dislodged from the sheath and remained in the patient's body in the iliac. The stent portion in the iliac was treated with angioplasty and the distal portion of the stent in the sda was treated by implanting another stent over the borken stent. Reportedly, the patient is doing well.